Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device failed pretest for impactor operation assessment. During the evaluation, it was determined that the device was not working. It was further determined that the impactor had no damage on the exterior, it accepted and locked the adapters, the anvil extended and retracted easily, and the battery latch handle locked in place and accepted the battery device. It was further observed that the impactor did not impact, the device made a noise, and the plastic housings were removed. The impactor was then tested for leaks and pinched wires. It was determined that there were no leaks and no significant damage to the wires. The rear can was removed, and it was determined that the drive key was seen to be outside of the normal home position, meaning the motor and ¿pcba¿ (printed circuit board assembly) did not move the piston driver entirely back into starting position. It was determined that the piston screw was loose, and the piston tab had rotated. It was determined that the piston screw protruding from the piston prevented the assembly from fully impacting and the motor then prevented the assembly from functioning. It was determined that the piston screw was a design issue. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to device design, which is a design issue that has been resolved within "dps" (depuy synthes). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the kincise automated surgical impactor device made a subtle whining noise only. According to the reporter, the device was tested during surgery set up and it worked fine. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.